Event description:
It was reported that inaccurate values (up to 30mmhg) were being displayed with the use of our device. No patient complications were reported. The device was discarded at the hospital.

Manufacturer narrative:
The unit was not returned for evaluation; therefore the complaint could not be confirmed, nor could potential contributing factors be identified. No new actions, related to this event, will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.